Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The a.2 field entry does not represent the date of birth of the patient and should be read as ¿no information.¿ a2 age number/ remove - correction. A2 age units/ remove - correction. A2 date of birth/ remove - correction. B5: describe event or problem - correction. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.